Event description:
It was reported that the customer was experiencing high blood glucose levels. The customer reported that her blood glucose was almost 600 mg/dl during one incident. The customer stated that her blood glucose lowered after changing the insertion site. The customer treated her high blood glucose with insulin pump due to a lack of manual injections. The customer stated that she would see her healthcare provider regarding these issues. The customer also mentioned having differences between her sensor glucose and blood glucose readings. The customer stated that she would receive notifications that she had low blood glucose when her blood glucose was not actually low. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.